Event description:
The customer reported an error indicating a malfunction which may result in the delivery of a hypoxic mixture. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The chain on link-25 was recalibrated which corrected the issue. No report of patient involvement. Initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).